Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that after a posterior lumbar fusion surgery, it was observed that the cord/tubing on the handpiece device where the cord meets the handpiece was damaged. It was reported that the damage occurred during use on a patient. There were no delays in the surgical procedure. It was reported that a backup device was not used. It was reported that nothing fell into the patient. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the nut air hose connector detached from the mount air hose connector. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to degradation of loctite threadlocker adhesion to the threaded connectors which is due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.